Manufacturer narrative:
A ge service representative performed an on site investigation. The manufacturer informed the customer that the closed circuit digital camera needed to be replaced. The customer decided to purchase the camera from a company other than ge. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the 9600 system displayed an interlock error message and would not boot up due to a 24 volt loading problem in the mainframe. No patient injury was reported.